Event description:
This report summarizes 2 malfunction events where a midwest e pro 1:5 high speed contra angle attachment handpiece overheated. 2 events resulted in no injury.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The one device had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customer.